Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found no issues with the hypotube. The crimped stent was examined and distal stent damage was noted. The balloon was tightly wrapped and was not subjected to positive pressure. The crimped stent od(outer diameter) was measured and the results was within max crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-sept-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 38 mm in length target lesion was located in the moderately tortuous, mildly calcified and 3mm in diameter left anterior descending (lad) artery. A 38 x 3.00 promus premier¿ stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.